Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and ordered memory cards. No further information is available.

Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.